Event description:
It was reported that a slit was found in the unspecified bd¿ extension set tubing prior to use, causing leakage and a delay in getting the patient's blood sugar levels back up. The following information was provided by the initial reporter: "slit open in tubing. Infusion did not reach to patient new tubing primed once product malfunction discovered. Patients blood sugar was low because of complaint noticed: prior to use problem frequency: a few times customer exposure: patient injury: no... What type of medication was used during the incident?. IV solution. Are you able to advise if tubing was discovered prior attaching it to patient?. Or line was primed, and rn noticed there is no infusion flowing through tubing? .tubing was attached to patient, once running it was noted infusion wasn¿t reaching patient. If tubing was attached, are there any prolong delay of patient treatment due to incident reported?. Yes brief time it took to prime new line and get it established. Blood sugar was low but no long term affect. Was leakage noticed due to slit?. Yes".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-apr-2023. Investigation summary: a complaint of a set having a slit in the tubing causing leakage was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The tubing was damaged right below the white component. The sample was able to be identified as material number 10015612. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that a slit was found in the unspecified bd¿ extension set tubing prior to use, causing leakage and a delay in getting the patient's blood sugar levels back up. The following information was provided by the initial reporter: "slit open in tubing. Infusion did not reach to patient new tubing primed once product malfunction discovered. Patients blood sugar was low because of complaint noticed: prior to use problem frequency: a few times. Customer exposure: patient injury: no... 2. What type of medication was used during the incident? IV solution. 3. Are you able to advise if tubing was discovered prior attaching it to patient? Or line was primed, and rn noticed there is no. Infusion flowing through tubing? Tubing was attached to patient, once running it was noted infusion wasn¿t reaching patient. 4. If tubing was attached, are there any prolong delay of patient treatment due to incident reported? Yes brief time it took to prime new line and get it established. Blood sugar was low but no long term affect. 5. Was leakage noticed due to slit? Yes."